Manufacturer narrative:
A root cause could not be determined as the customer discarded the affected power supply. The field service representative replaced the power supply. The analyzer has been working since the replacement.

Event description:
The customer alleged they saw smoke coming from behind their integra 400 plus analyzer. They checked the analyzer and found that the power supply was burned. The power supply was replaced. The specific date of this event was requested but not provided. Further details regarding the smoke and the burnt power supply were requested but not provided. Information on whether anyone was adversely affected by this event was requested but not provided.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
Additional information was supplied by the customer. (B)(4). The customer stated the power supply component failed causing a little smoke to come out due to the component failure. The customer clarified when they stated the power supply was burnt they meant that the power supply component failed and smoke came out. No one was injured by this event as the customer switched off the power.